Event description:
A patient reported blood glucose results of "114 mg/dl, 259 mg/dl, and 159 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The control solution was replaced.